Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The bag/vent switch and filter board were replaced.

Event description:
The hospital reported the bag/vent switch is not operating as expected. There was no report of patient involvement.